Event description:
The nurse was in the process of discontinuing the hemovac drain. During removal, the tubing broke near the actual drain. The remainder of the drain was removed and an x-ray was done to verify there was no retention of the tubing.